Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra-fine¿ nano¿ pen needle they are unable to screw the needles onto the pen. The following information was provided by the initial reporter: "parent of minor child stated, the complaint is with the original nano pen needles, not the 2nd gen. . . . Sometimes they don't screw onto the pen properly."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-sep-2022. H6: investigation summary customer returned (1) unopened 32gx4mm bd pen needle from lot# 7124609. The customer reported the following: reported the pen needles don¿t screw onto the pen properly. The sample was opened and examined, then tested for visual inspection of point geometry, outer diameter and lube coverage (specs: outer diameter (od) for 32g: 0.0090¿- 0.0095¿), and it was observed that all observations fell within specification and the od of the sample measured at 0.0092¿. The pen needle was able to attach to the pen injector and expel properly. No evidence of defect was observed on the sample returned for investigation. The alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that before use of the bd ultra-fine¿ nano¿ pen needle they are unable to screw the needles onto the pen. The following information was provided by the initial reporter: "parent of minor child stated, the complaint is with the original nano pen needles, not the 2nd gen. . . . Sometimes they don't screw onto the pen properly."